Manufacturer narrative:
Device used for treatment and not diagnosis. The present screwdriver shafts were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. Both screwdriver shafts have a clearly visible deformation at the left side of the flat surface of the coupling adapter. This indicates that there was once too much torque applied on these shafts during a screw insertion. This can cause such deformations at the place where the holding pins of the used attachment are and lead to an improper function of the coupling adapter like in this case. No product fault could be detected.

Manufacturer narrative:
Device used for treatment and not diagnosis. There are no non conformance documents in the DHR. Subject product passed all inspections and certification testing. The devices were returned and the investigation is ongoing.

Event description:
A device report from (B)(4) indicates a hospital in the (B)(6) reported: during a procedure two screwdriver shafts, same part number and lot number, after use in the chuck of a non synthes power tool did not fit correctly. One of the drivers got stuck in the power tool which was sent to the manufacturer to remove.